Event description:
The manufacturer received information alleging the device failing the pressure accuracy test during preventative maintenance. There was no harm or injury reported. Manufacturer remote service engineer (rse) provided troubleshooting and found that customer had outdated version on support tool, suggested to customer to upgrade to 3.4.0 sw version and attempt test again. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.